Manufacturer narrative:
It was reported that device showed message "system volume too small" during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the device failed internal leakage test with message "system volume too small" during pre-use check. Both air and o2 gas modules were checked and the air gas module was detected as faulty and it has been replaced to resolve the issue. Additionally, inspiratory pipe and safety valve membrane were cleaned. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).